Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-aug-2019 with the following findings: a review of the pump black box showed no power interruptions. There was no data in the pump histories from the time of the reported intermittent power due to continued use of the pump. A visual inspection of the pump revealed no damage to the battery compartment. The battery cap as not returned. A test cap was able secure to power up the pump and the pump was exercised for 12 hours with no power interruptions occurring. The pump was opened; no damage found to the power circuit. Unrelated to the complaint, investigation revealed a dim display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.